Event description:
It was reported that the patient is complaining of pain at the generator site and is undergoing possible explant with referral sent to surgeon. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.